Event description:
A nurse and cna were changing the bed linen on an incontinent pt. They turned him to the extreme right side up against the side rail. The cna was on that side of the bed. The side rail gave way and fell down. The pt fell to the floor although the cna tried to break his fall.